Event description:
It was reported that the dependent patient had oversensing resulting in inhibition of pacing during implant. The device was removed and replaced. The patient was well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported oversensing was confirmed in the laboratory via review of the programmer printouts. The device was tested on the bench and high impedance was noted, but lost upon further testing. The cause could not be determined.